Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, hyperosmolar state, nausea, cellulitis, irritation and vomiting. The patient had an appendectomy but also was treated with intravenous injections and fluids. The pod was not worn when seeking medical attention. The patient was released the following day (B)(6) 2025).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended or contribute to the reported infusion site infection and irritation events. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed. Therefore, the exact cause of the reported infusion site infection and irritation events could not be determined. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Overall, no problem was found regarding the reported not sure delivering insulin event.